Event description:
It was reported that oversensing of atrial noise and episode of inappropriate automatic mode switch in were observed on the device during remote follow-up. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.